Event description:
The diabetic pt was using a "sure comfort" insulin syringe ndc (B)(4), lot# 00730 to inject his insulin under the skin. Upon normal use of the syringe, the needle tip 5/16" broke off and became lodged under his skin in the area of his lower left abdomen. The pt has already made two urgent care/emergency room visits to assess removal of the needle and worsening of symptoms. He is being referred to a general surgeon for removal. He has been started on antibiotics and pain medication. Diagnosis or reason for use: diabetes, type 2.